Event description:
It was reported that prior to use, there was an incomplete deflation of the tracheal cuff and the stylet was removed. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored

Manufacturer narrative:
(B)(4).